Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the reliance vision washer; however, the user facility did not allow the technician to perform a full investigation as they wanted to conduct their own investigation first. At this time a root cause is unable to be determined as steris does not have access to the reliance synergy washer. A follow-up MDR will be submitted should additional information become available.

Event description:
The user facility reported flames were observed coming from their reliance vision washer. The department was evacuated, and the fire department was called. No injury was reported.